Event description:
Customer alleges discrepant results with meter compared to lab: date - (B)(6) 2011, inratio: 2.7, lab 2.33. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 2.7 inr. Reference = 2.33 inr. Mean = 2.52. Confidence limits = 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). No further action is required at this time as no product deficiency was established.